Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one of the patient's showed high impedances on contact (B)(6). As a result, surgical intervention occurred wherein the lead and anchor were explanted and replaced to address the issue.